Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 alarm during the dwell on the homechoice machine (hc). The technical service representative(tsr) assisted the home patient (hp) to cycle power. The tsr advised the hp to contact the peritoneal dialysis nurse regarding completing therapy manually. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4).sample availability is unknown. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.